Event description:
A medtronic rep reported that during a thoracic fusion, the surgeon was attempting to use another MFR's instrument with the medtronic suretrak device attached. When the surgeon placed the calibrated suretrak instrument onto the spinous process of the vertebra, it navigated properly, but when they moved the handle laterally, even though the tip was stationary in the software, the tip moved back and forth laterally as well. The suretrak was attached to the instrument and calibrated very far from the instrument tip. The surgeon decided to discontinue use of navigation. The procedure was completed with no impact on pt outcome.

Manufacturer narrative:
Pt info not available at this time. The other company's rep changed the length and designed on the hind of each of their instruments to accommodate medtronic's suretrak calibration requirements during calibration. This essentially moved the suretrak array to a tolerable distance from the instrument tip and then the suretrak assembly was calibrated and navigated correctly.